Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test several times after a new battery insertion. The customer's blood glucose was unknown. Troubleshooting was unable to confirm if the customer received a failed battery test alarm at the end of the call. The customer declined to return the insulin pump for analysis.